Event description:
--

Manufacturer narrative:
The patient's physician will review the transmitted measurements. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was subsequently explanted and replaced. The device was not returned for testing and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received two months following the initial report stating that this patient was brought into the clinic for testing. All of the lead measurements were within normal limits and fluoroscopy did not reveal any evidence of damage on the lead. Normal pacing and sensing was observed throughout testing. It was confirmed that the majority of the time this patient is sensed. It was recommended that the health care professional discuss the signal measurement method used outside of the clinic as all in-clinic measurements were within normal limits. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this latitude system detected a red alert for high pacing impedance. This patient's system consists of a boston scientific device and a competitive right ventricular (rv) lead. It was noted that impedance measurements have had some occasional increases but have not been out of range. No oversensing was noted and the patient is not paced at all. No adverse patient effects were reported.